Event description:
In 2009, the patient reported that for 3 days in a row, her blood glucose levels would not go under 260 mg/dl. She stated that 2 days later, she switched to her backup insulin infusion device, bolused 5 units of insulin and her blood glucose immediately decreased to her target range of 90-110 mg/dl. Symptoms were blurred vision, fatigue, and being disoriented and she bolused insulin via her device to correct her readings. She stated she does not trust her primary device. She states her insulin cartridge was empty when she switched to her backup device, but she did not receive a cartridge depleted error. The device history was checked and showed she received a cartridge low alert on the day of event at 6:56pm. She said she has decreased her basal rates from 68 to 32 units due to weight loss. She confirmed the device bolus history is correct. She has scar tissue which she avoids. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.